Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer reports a tampon came apart upon removal, shedding fibers that remained inside her as the tampon was removed. Consumer indicated she was able to remove the remaining pieces on her own.